Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of over 500 mg/dl (value not provided), and large ketones; the cause is unknown. The customer went to the emergency room (ER) where intravenous fluids were administered to address the elevated bg. The customer left the ER in stable condition and a bg of approximately 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.